Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump's screen was dim and her pump was squirting insulin through the tubing. The customer stated insulin is squirting out during the manual prime process. The customer¿s blood glucose was 244 mg/dl. The insulin pump will be returned for analysis.